Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they experienced high blood glucose of over 600mg/dl. Customer's current blood glucose was 581mg/dl. Customer was treated with manual injection. Customer was advised to monitor the blood glucose and call back if further assistance needed. Insulin pump will not be returned for analysis.